Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: device history lot: part: 03.043.033s. Lot no:10367007. Release to warehouse date:15 sep, 2023. Expiry date: 01 sep, 2028. Manufacturing site: werk selzach. Supplier: gemü gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b5: additional information note is added in the event description if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon confirmed no broken pieces remained inside the patient's body. The patient status/outcome was stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with tna for tibia. The surgery was performed with a suprapatellar approach. The protection sleeve was used after inserting a guide wire. The surgeon attempted to make an incision in the proximal tibia with an entry reamer. However, the protection sleeve in question dented due to pressure in the joint, made it difficult for the entry reamer to pass through. The entry reamer was removed from the joint, and the entry reamer was passed midway through the joint. The proximal tibia was opened again. However, pressure was strong, and metal in the protection sleeve was damaged. Another sleeve in the instrument set was used for complete the surgery successfully with a 30 minutes delay. No further information is available. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile this is report 1 of 1 for complaint (B)(4).